Event description:
During a cryo procedure, a polarmap was selected for use. However, when the polar map was inserted into the cryoballoon catheter via the y connector, it became stuck, resulting in the chipping of the mapping catheter's coating. Deeming it unsafe for the procedure, the physician opted to complete the process using an alternative device. The original device was not retained as it was disposed of.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.